Event description:
According to the medwatch report submitted by davol, the patient underwent 6 procedures over the course of 30 months. Then in 2007, the patient underwent exploration of abdomen with excision of fistula and small bowel loop, debridement of abdominal wall, removal of mesh circumferentially and alloderm, which was not incorporated, transposition flap of abdomen subcutaneous from right side of abdomen over midline to close open wound at back of right hip, placement of permacol for abdominal wall closure. Then in 2008, the patient underwent repair abdominal hernia, resection of permacol, placement of permacol patch, abdominal flap for closure of wound, rotation flap.